Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that an artificial urinary sphincter (aus) was implanted in (B)(6) 2023 and then, the patient presented a quick relapse of incontinence due to a mechanical failure. After a medical analysis, a surgical procedure was performed and during this, it was noticed that the aus cuff was perforated on one of the folds, which resulted in the removal and the replacement of the cuff. The patient and procedure outcome are unknown.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned cuff identified that it had a tear from tool/sharp instrument the median of the cuff shell. The cuff was tested. The testing conducted identified the cuff had fluid loss due to a tear from tool/sharp instrument damage along the median of the cuff shell. Visual inspection of the balloon confirmed that there were no damage or abnormalities. The balloon passed the leakage test; however, it did not pass the functional testing due to the output pressure. Based on analysis result, the allegation of incontinence, hole/perforated and mechanical issue was unable to be confirmed. Note that the sharp instrument damage found on the device is considered a secondary failure. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an artificial urinary sphincter (aus) was implanted in (B)(6) 2023 and then, the patient presented a quick relapse of incontinence due to a mechanical failure. After a medical analysis, a surgical procedure was performed and during this, it was noticed that the aus cuff was perforated on one of the folds, which resulted in the removal and the replacement of the cuff. The patient and procedure outcome are unknown.